Event description:
Healthcare professional reported that the left side implant is swollen, larger, more firm, and it looked like the implant "auto filled because the valve separated and fluid got into the implant." The healthcare professional reported that the device was initially filled to 420cc at implant with 0.9% normal saline, and was found to be 483cc at removal, an increase of 63cc.

Manufacturer narrative:
The event of "inflation" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the reported event as follows: "proper filling - follow the recommended fill volume on the product data sheet; do not overfill or underfill the implant."

Event description:
Healthcare professional reported that the left side implant is swollen, larger, more firm, and it looked like the implant "auto filled because the valve separated and fluid got into the implant." The healthcare professional reported that the device was initially filled to 420cc at implant with 0.9% normal saline, and was found to be 483cc at removal, an increase of 63cc.

Manufacturer narrative:
(B)(4). The event of "inflation" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reporter of the event was asked to return the product for analysis. Allergan has not received the product at this time. Therefore, no analysis or testing has been done.